Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted pre-closure of the right common femoral artery prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, upon completion of the aaa procedure the sutures were tightened (in an 18fr hole setting), however hemostasis was not achieved. A cut down was performed to remove the sutures and the artery was stitched to achieve hemostasis. The patient experienced blood loss and 2 units of blood were administered. There was no adverse patient sequelae. Though requested, no additional information was provided.